Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 36 mg/dl. The customer was treated for the high blood glucose with a slice of pizza. The customer states that the sensor and blood glucose are not off on her insulin pump. Customer wants to know if an implant will throw the sensors off. The customer was advised that it is hard to tell if the implants are affecting the sensor. No further information was provided.